Event description:
Reporter alleged the base unit will blink when either of two different blood glucose devices were docked into the unit. Reporter stated there is a blinking green light on the base whether the meter is docked into it or not. Upon investigation by the MFR's eval department, it was determined that pins 3 & 4 were melted. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.